Event description:
Case report from (B)(6) reported as: "the physician inserted dry seal sheath (gore, 22fr) into the access vessel to check if there is enough space for relay insertion (because the access vessel was thin). Some resistance was felt when inserting this sheath. Relay plus was then inserted into the access vessel and some resistance was felt at that time; but the physician kept advancing relay plus. Following operations were successfully performed; the inner sheath was advanced out of the outer sheath, and the stent graft was deployed next. In order to release the bare stent, the physician unscrewed the thumbscrew on apex release retainer. After unscrewing, it was found that apex release grip was not fixed on stainless steel rod. The apex release grip was moved on the rod and it was unable to release the bare stent at the tip. From the back side of stainless steel rod, the physician pulled the metal part of green wire located inside the rod by forceps. The bare stent was finally released." Valiant thoracic stent graft (medtronic; diameter 40 mm) was implanted inside the distal portion of relay plus (overlap length: about 70 mm). Touch-up was performed with tri-lobe balloon (gore: large) from proximal to distal end. Angiography showed endoleak between 8th and 9th stent from the proximal end. Angiography was performed from aortic bifurcation next, in order to check the access vessel; a flap was confirmed on the right common iliac artery, and dissection was suspected." User implanted a 12x40 boston scientific epic stent for the iliac dissection but it was undersized. No further treatment was conducted.

Manufacturer narrative:
It is expected that the customer will return the device for complete evaluation, but it has not been received to date.